Manufacturer narrative:
The device has not been received; therefore, the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint was confirmed based on the customer¿s testimony. Prior to distribution all evo-20-25-10-e devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for the evo-20-25-10-e device of lot number c1215702 revealed no discrepancies that could have contributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1215702; upon review of complaints this failure mode has not occurred previously with this lot # c1215702. Information provided indicates that the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
After placement of the wire guide into the stomach without problem, the endoscope is now out and the user started to deploy the evolution stent with no issues. The safety wire (at the point of no return) was pulled out but not fully (15 cm). The distal part of the stent is deployed but the proximal part of the stent did not look like it deployed well. The doctor decided to remove the whole system. Out of the body, they saw that the stent was still fixed to the catheter. The doctor left the wire guide in the patient and placed another evo-20-25-10-e with success.